Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device broke into three pieces, rendering the device inoperable. All pieces were returned for evaluation. The device was manufactured in 2016 and shows signs of extensive use. A medical investigation was conducted and this case reports that during a tka, the femoral impactor bumper broke apart. A photo of the broken device confirms all pieces were recovered. Per complaint detail, there was no patient injury or delay reported, and the procedure was completed using the same device. Since there is no patient harm alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during total knee arthroplasty the surgeon was impacting the journey ii cr lkg fem impactor bumper left and the bumper cracked and broke apart. No delay. The procedure was finished using the same device. No patient harm reported.